Event description:
On (B)(6) 2012 an article was received which used the engel, ilae, and mchugh scoring systems to rate the medical records of children who had undergone vagus nerve stimulator implantation between (B)(6) 2001 and (B)(6) 2011 at a particular hospital. The article stated that there was 1 case which required removal of a non-infected protruding lead-securing clip (tie-down). The identity of the patient is unknown at this time as no further information has been received to date.